Event description:
It was reported that the pt alleges they fell and liner disassociated with outside liner. Proximal fem. Replacement. Pt was not high ambulatory. The stem had substantial neck length and 22 head had no skirt. Pt had to be revised with new liner.